Event description:
It was reported that this lead was explanted due to it was fractured. A new lead was successfully implanted. This device is expected to be returned. No additional adverse patient effects were reported.